Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device delivered an inappropriate shock due to atrial fibrillation. It was determined that the arrhythmia began in the monitor only zone, however then accelerated, causing the shock without detection enhancements. The device was reprogrammed to remedy the issue. No adverse patient effects were reported.